Manufacturer narrative:
(B)(4).. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
"According to the customer: the customer stated that the temperature of the hcu30 did not go up. Additional information: the incident occurred during patient treatment. No negative consequences for the patient were reported. (B)(4).

Manufacturer narrative:
(B)(4). The device was serviced by a field service technician on (B)(6) 2016. The technician could not confirm the symptom, however, he felt that the temperature rising was a bit slow. He disassembled and cleaned the stop valve and replaced the linear actuator. He also found a connector failure on the cardioplegia side and replaced it as well. After performing functional checks, he confirmed that the device functioned properly. This follow up report serves as a final notification to the reported incident.

Event description:
(B)(4).